Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that at a subsequent follow up, noise was observed. Lead was capped and replaced.

Event description:
It was reported that a patient presented in clinic for follow up, high pacing lead impedance was observed. Patient to be monitored.